Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment of error message. The display was noted on analysis to be distorted when moved and the display flex tape was found to be damaged and replaced. The power cord bay assembly and keyboard latch were also noted to be broken. All found defective parts were replaced and all other identified issues were resolved as necessary. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed multiple errors when interrogating a device and was returned for service when it tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.